Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal distention and pain as a result of the peritonitis. Treatment for the event consisted of cefazolin (1 gram daily) and ceftazidime (1 gram daily) but where stopped nine days later. Treatment was resumed with vancomycin (2 grams daily ip) and meropenem (0.5 grams daily ip). The patient was later discharged from the hospital and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.